Event description:
On (B)(6), 2011, this patient underwent treatment of an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. The implant procedure reportedly went without incident, and there were no issues with the devices. It was reported that the celiac artery and superior mesenteric artery were both perfused on final angiography. It was reported that on (B)(6), 2011, the patient presented with bowel obstruction with led to ischemia and acidosis. The patient reportedly expired the same day. It was reported that the patient's death was attributed to possible embolization of plaque into the superior mesenteric artery causing bowel ischemia. An autopsy was not performed.

Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted and involved in this event: (B)(4).